Event description:
Brush heads no longer stay securely attached to the hand piece and then come off in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b cross action toothbrush heads no longer stayed securely attached to the oral-b smart expert toothbrush hand piece, and then came off in their mouth. No injury was reported. 16-jul-2023 follow up via digital safety assessment survey: the consumer was a 52 year old male. He did not visit a medical professional. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads no longer stay securely attached to the hand piece and then come off in mouth - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b cross action toothbrush heads no longer stayed securely attached to the oral-b smart expert toothbrush hand piece, and then came off in their mouth. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 52 year old male. He did not visit a medical professional. No injury was reported. (B)(6) 2023 case update: the suspect product lot was bc910021408. The concomitant product lot was m222. No injury was reported.